Manufacturer narrative:
According to the customer contact, on (B)(6) 2023, a foley catheter had a detached sample port. This required an additional catheter to be placed. A sample was returned for evaluation. It has been determined that the reported event could cause or contribute to a serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Detached sample port requiring catheter replacement.